Event description:
Pt undergoing surgical procedure. Physician utilizing k-wire 4" size .045. Upon insertion of k-wire into bone, tip of k-wire broke off. Upon extraction of another 4" size .045 tip broke off. Both k-wires tips left in bone.